Event description:
Pharmacist reported that on (B)(6) 2007 a pt required transfer to the ICU and ventilator support after "inappropriate" programming of a pca pump using the custom concentration feature. Pharmacist unwilling to provide additional info until risk management contacted. Request for additional clinical info have been made to (B)(6), (B)(6) qa, qi and risk management. Customer unable to identify pumps in use during incident. No pcu, pump(s) or logs available for investigation by MFR. No other info has been obtained from this customer as of the date of this report. Will continue to be in contact with customer for further info and will follow up per protocol.

Manufacturer narrative:
(B)(4).